Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose at the time of the incident. The customer was at 130 mg/dl at the time of admission, and 600 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as sweating, stumbling, and disorientation. The customer was wearing the insulin pump during the incident. The customer stated that the pump had over delivered 23 units of insulin. The customer also stated that they may have slept on the pump causing the over delivery. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.